Manufacturer narrative:
(B) (4).

Event description:
The patient allowed the implantable neurostimulator battery to deplete. An overdischarge was suspected and the device was no longer working. Field representatives have offered to help the patient on three occasions to try to get it to work. The patient also tried to recharge the device on her on for hours. She was unwilling to do that any more. Since implant, the patient had lost a lot of weight. The device pressed against the patients' bones, which hurt. She had also developed essential tremor, which was attributed to the device pressing on a nerve. The tremor was worsening. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.